Event description:
Philips received a complaint by the customer on the v60 indicating that there was internal battery failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was internal battery failure. The battery failed all tests. Repair is currently pending.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.